Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified an opening on posterior and crease flat. Leak test and microscopic analysis were performed which identified a sharp opening and non-penetrating nicks. A dimensional measurement in the shell was performed which identified the thickness within specification. Fill test inspection was performed and the result was no blockage. Based on the device analysis the final assessment was a sharp opening on posterior due to an unidentified (tear) opening.

Manufacturer narrative:
Explant surgery is not confirmed. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation and a bilateral exchange of textured breast implants due to the patient¿s concern with the product . Device remains implanted.